Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified lesion in the mid left anterior descending artery that was 99% stenosed. During deployment of a 3.5 x 18mm xience prime stent delivery system, an edge dissection was noted. A 3.0x8mm xience prime stent was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.